Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) was missing component the following information was received by the initial reporter with the following verbatim: it was reported by the customer that they have connecting piece missing to connect to the catheter.

Manufacturer narrative:
The customer reported missing connection piece, and returned an unused set of material mx9128, lot 24029126. Upon initial visual examination, the missing male luer was confirmed. The luer was not returned, the set just ends in unobstructed tubing. It appears as if the luer was never attached. The manufacturing site found the root cause to be related to assembly process, and assembler error. The missing luer was caused by the omission of solvent to the connection and not placing the luer. A quality alert was issued (B)(6) 2024 to communicate, reinforce, and how to use the correct sequence of operations to perform the correct the assembly process on the connection. Device history record review for model mx9128 lot number 24029126 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.